Manufacturer narrative:
A scar was completed by the manufacturer including the evaluation of the returned device and testing of saved samples from the same lot. No quality problems were identified during testing and the reported issue could not be replicated. From (B)(6) 2019 to (B)(6) 2021, (B)(4). During that time, there was 1 other complaint with the same failure code or part number. The work order was checked and showed no discrepancies. No root cause could be determined as no problems were able to be identified during testing. No corrective actions will be taken at this time. Complaints for this issue will continue to be monitored. No further information is available at this time. A follow up report will be submitted if additional information is received.

Manufacturer narrative:
Root cause yet to be determined. The investigation is incomplete at this time, a follow-up report will be submitted with additional information once received, this report will be updated.

Event description:
The grounding pads in the lot were not reading so a separate pad from a different lot number was used instead.